Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by filling tubing while connected at site to get insulin into their body. Reportedly, the customer reverted to an alternate method of insulin therapy.